Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventrio st (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio st (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralight device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device #1) on (B)(6) 2013 and an unspecified bard/davol ventralight on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against only the ventrio st (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventrio st (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 9 months post implant of ventrio st, patient was diagnosed with hernia recurrence, obstruction and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Updated fields: a2, b2, b3 (date of event), b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b (date of explant), g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device #1) on (B)(6) 2013 and an unspecified bard/davol ventralight on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against only the ventrio st (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of ventrio st mesh (device #1). Per operative notes, ¿two defects were found and hernia sac was resected. A piece of ventrio st mesh was placed in the abdomen and secured by using sutures.¿ (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the removal of mesh (device #1). Per operative notes, ¿hernia sac was opened and the previous mesh was noted and a couple loops of small bowel were densely adherent to the undersurface of the mesh was undertaken. Small bowel resection was performed and mesh was removed. A piece of biologic mesh was placed in the abdomen and secured to the fascia with interrupted suture.¿ (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st w/echo ps mesh (device #2). Per operative notes, ¿small bowel adhesions were taken down. The hernia sac was excised. A piece of ventralight with echo positioning system (device #2) was placed and secured with tackers.¿ attorney alleges that the patient had adhesions, bowel obstruction, bowel perforation, bowel removal, mesh migration, pain, hernia recurrence and emotional injuries.